Event description:
Meter name: one touch basic enhanced. Strip name: lifescan ot strips. Meter code: unknown. Strip code: unknown. Strip storage: good condition. Storage unknown. Symptoms: feet and arm were numb. A pt reported the pt was treated by emt. Their meter allegedly was inaccurately high. The result on their meter was 255mg/dl. The result on the emt meter was 29mg/dl. The time difference between pt's meter and emt meter was 21-30 minutes. Treatment was sugar, orange juice, and an injection.